Event description:
It was reported that a patient¿s lead migrated and backed out of the epidural space. It was noted that the caller was made aware today but was unsure when the migration became an issue for the patient. It was stated that the issue was unresolved on the day of this report. Additional information received reported that the patient¿s lead migrated completely out of the epidural space and coiled into a circle. It was noted that the healthcare professional (hcp) had never seen this before the MRI compatible leads. The hcp stated that he ¿thought it was possible that these leads have a torque force built into them which increased the chance of these migrations¿. Additional information received reported that they were going to see if they could get coverage with just the one lead for now and revise if they couldn¿t.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported the revision was successful. The rep was to see the patient for her post-op on thursday.

Event description:
Additional information received were posterior and lateral x-ray views of the leads.

Event description:
It was reported that the doctor had ordered x-rays for the patient but there were no results in the patient's chart so it was thought that the patient did not have them done. The nurse believed there may have been pictures of the lead in the device pocket but they would have to get the pictures from the procedure folder. The explanted devices were not saved.